Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that normally after a day of use, the implanted neurostimulator (ins) would be at about 60% charge, but yesterday it was at 100% and today it was still at 100%. There was no pain. When checked the home screen, saw that therapy was on and the stimulation strength was set to 2.7. Asked them to increase the stimulation level to 3.0, which they normally find strong, but said there was no particular change in physical condition. The treatment was turned off and then turned back on, but there was no change in physical condition or the device. The same symptoms occurred when was contacted on (B)(6), but the amount of charge decreased later on, so there was no pain this time, so asked to monitor the situation. The issue has not resolved.

Event description:
Additional information was received reporting on april 27th reset and re-pairing of handset, communicator, recharger were performed. The cause was unknown since the patient has not had an outpatient visit so follow up could not be done. Outcome was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.